Manufacturer narrative:
The graft remains implanted and is unavailable for analysis. Manufacturing record record/history review indicates the graft passed all qa and manufacturing controls. Graft processing methods include a validated demineralization and irradiation process. Further testing to be determined utilizing archived serum or tissue.

Event description:
Pt tested positive for hiv-2 confirmed by western blot test. Wife tested negative. Event associated with bts recall.